Manufacturer narrative:
Correction to all fields. Additional information from the reporter determined the device was reported in error and there were no malfunctions.

Event description:
Additional information from the reporter determined the device was reported in error and there were no malfunctions

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Lot number of concerned device is not known. Attempts to obtain additional information have been made and no answer has been provided yet. So far, is not possible to perform the review of traceability and devices history records. Product was not returned yet, no evaluation could be performed. Investigation still in progress.

Event description:
Mobi-c p&f us : instrument/implant malfunction. Instrument/implant malfunction. No more information provided. Additional information was requested. Investigation still in progress.